Event description:
Voluntary medwatch received states signal artifact and low pacing impedance noted on the right ventricular lead. The lead remains implanted. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d4: field should not include unknown serial number field.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5183681.